Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, broken belt clip slot, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer had cracks around the insulin pump's display window. No blood glucose reading provided. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.